Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown results: a sample was not returned for evaluation. A photo was sent that described the reported defect. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the needle of a bd microtainer® contact-activated lancet. Pink 21 g x 1.8 mm exited holder before use. The needle was also bent. No injury or medical intervention reported.